Event description:
Report received from the USA stating that the "hose has a hole in it." The reporter was unaware of how it happened. The event was not related to the surgery. No injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.